Event description:
Olympus received a (B)(4) that stated "olympus was informed that during a laparoscopic sleeve gastrectomy, the surgeon was dissecting out the stomach, when the generator alarmed that there was an output error. It said to check the jaws for metal. The device was withdrawn and the jaws were cleaned. The generator was reset. The device was re-introduced into the pt and the same error was displayed upon activation. The device was removed from the pt. A new device was introduced. Within a couple minutes of dissecting, it was noted that the plastic part of the tip was melting away from the tip. The device was withdrawn from the pt and a third device was introduced."

Manufacturer narrative:
The device eval did confirm the user's experience. The teflon body on the device was found melted at the distal outer edge. Scratches/dark marks were found on the probe and in a similar site on the electrode of the grasping section. The damage indicated that the probe and electrode of the grasping section were in direct contact (jaw closed) while the output was activated. The damage sustained to the teflon pad on one side can occur when excessive force and/or twisting is applied during output activation. The subject device was tested using an esg-400/usg-400 and a short circuit error was displayed.